Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type update the event problem and evaluation codes and update the investigation results. The complaint of the demo system hang during preparation for mitra clip procedure with z6ms transducer was investigated. The issue was caused by a loose usb cable to the cpm. When the connection is loose, the signals to/from the cpm are not being sent. The solution is to update the service and manufacturing instructions to reduce difficulty to tighten the screw on the usb cable.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent a transesophageal echocardiography (tee) study using a demo ultrasound system. The demo system was being used for a mitral clip procedure. During the procedure, it was observed that the electrocardiography (ECG) had flat-lined. The apps specialist attempted to scan the patient with a transducer; however, the system hang and stopped imaging. The user rebooted the system twice but the same issue occurred. After the 3rd reboot, the functionality was restored. There was a delay of 5-10 minutes each time the system was rebooted. There was no loss of acquired data but the ECG and the image disappeared which is the data used by the physician during the procedure. The procedure was completed without changing any equipment. There was no patient adverse event that resulted from the reported incident. No additional information was provided.